Manufacturer narrative:
Pump received with a constant flashing white light on the display due to vertical cracked lcd controller. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window. No cracks on the reservoir compartment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was cracked. Insulin pump would need to be replaced. Customer's blood glucose was unknown.